Manufacturer narrative:
Additional information indicates that the battery profile revealed some charging difficulties throughout the implant period. The root cause of the difficulty charging while implanted is unknown. Physician has stated that this could be due to patient's anatomy. The ipg passed all electrical, performance, visual inspection and photographic imaging tests performed. The device exhibited normal device characteristics.

Event description:
A report was received that the patient's implant was too deep and they were having difficulty charging. The patient underwent a pocket revision and the physician replaced the ipg. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient's implant was too deep and they were having difficulty charging. The patient underwent a pocket revision and the physician replaced the ipg. The patient was reportedly doing well following the procedure.